Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter was prompting an unknown error message. The complaint was classified based on the limited customer care advocate (cca) documentation since the call was disconnected. The cca attempted two follow-up call to the patient, but without success. The patient was unable to recall when he obtained the unknown error message, nor was he able to remember the error number. The patient manages his diabetes with metformin oral medication. Because the call was disconnected, it was not established if the patient made any changes to his usual diabetes management routine after obtaining the error message. He stated that an unknown time later, his blood sugar went high and he was ¿unable to walk¿. He indicated that he went to the emergency room (ER) where a blood glucose reading (unknown result) was obtained on the ER/hospital meter and he received unspecified treatment for his symptoms. At the time of troubleshooting, the patient walked through a retest with the cca and successfully obtained a reading. The alleged issue was resolved. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for of a serious injury adverse event after obtaining an unknown error message on the subject meter.